Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremities. A 1.5x20mm armada 14 percutaneous transluminal angioplasty (pta) catheter was used with a command 14 guide wire. The devices crossed successfully, and the pta balloon was used. However, the guide wire was stuck with the pta catheter, so the devices were removed together. An unspecified guide wire and balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was received: the procedure was performed to treat a lesion in the heavily calcified tibial artery. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device and the reported difficulty to remove was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There were no damages noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined the reported difficulty to remove appears to be related to operational circumstances of the procedure. It was reported both devices crossed successfully, and the pta balloon was used. In this case, it is likely manipulation of the devices during the procedure likely caused damage to the guide wire lumen or guide wire resulting in the difficulty to remove. Further manipulation against resistance, likely caused the noted balloon catheter damages locking the guide wire in place or to become frozen in the guide wire lumen. The noted bends on the core likely occurred due to handling during attempts to remove the guide wire from the balloon catheter. The noted teflon coating damage likely occurred during retraction through the torque device and/or other accessory devices used in the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional device referenced is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a lesion in the lower extremities. A 1.5x20mm armada 14 percutaneous transluminal angioplasty (pta) catheter was used with a command 14 guide wire. The devices crossed successfully, and the pta balloon was used. However, the guide wire was stuck with the pta catheter, so the devices were removed together. An unspecified guide wire and balloon were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.